Manufacturer narrative:
The reported diagnostic anomaly was confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found. It is believed the cause was a programmer anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was electively replaced due to conflicting eri information from the dication report. The patient was asymptomatic in the recovery room.